Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 63 mg/dl within a few hours of starting ilet therapy. The event was corrected with bite-size candy and grape soda, and bg subsequently rose to 115 mg/dl. The patient reported feeling fine, did not require outside assistance, and no medical intervention was required. No hospitalization occurred and no long-term health effects were reported.